Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open while locked) could not be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report clip opened while locked. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation grade 3-4 with restricted posterior leaflet. One clip was implanted with no reported issue. A second clip was advanced to the mitral valve and the leaflets were grasped. Post deployment the clip opened to about 10 degrees. The patient's mean gradient was at 5mmhg and the decision was made not to implant an additional clip. The opened clip remained stable on both leaflets and the procedure was complete with a final mr grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.